Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant occlusion alarms which were not reproduced. Upstream and downstream occlusion testing was performed, however the unit was found to operate as intended. Upstream occlusion alarms were verified through a review of the event history log. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed an occlusion message during therapy (medication, dose, programmed amount and delivery rate unknown) in the oncology department. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
During the initial medical device report (MDR) 1314492-2017-02724 a second finding, downstream occlusion alarms were also found in the event history log, was inadvertently omitted. Should additional relevant information become available, a supplemental report will be submitted.